Event description:
The customer observed falsely elevated architect magnesium results. Results had to be corrected for three patients. The following data was provided. Sid, original result, repeat result: (B)(6), 3.75 mg/dl, 1.17 mg/dl. (B)(6), 3.41 mg/dl, 1.90 mg/dl. (B)(6), 3.08 mg/dl, 2.24 mg/dl. Patient reference range: 1.8 - 2.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 47995un21 was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.